Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited jet tube, plastic distal end cover, and bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the auxiliary channel and air/water tube, but the type of the material could not be identified. It is likely that a leak in the auxiliary water channel may have prevented proper reprocessing and the removal of foreign material. However, a conclusive root cause for why the material remained was not identified. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the operation manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope of the operation manual. Olympus will continue to monitor field performance for this device.